Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied. No visual abnormalities were observed with the instrument. Functionally; the instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization of trigger and internal components. It was observed that the wishbone link had disconnected from the trigger handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition could not be identified based on the information available due to the disengaged component; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/wedge/segmental resection, when 1st clipping, the surgeon clipping the lung parenchyma for marking, the jaws did not open and could not be released from the tissue. The surgeon excised the tissue at the bottom of the clip and released the device from the tissue. Another new one was opened. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by additionally resecting the tissue. Oozing bleeding occurred as a result of the issue. The tissue damage was less than 1 cm and was not permanent. The event did not lead to patient hospitalization. No medical or surgical intervention needed to prevent permanent impairment of a function. There was no blood loss of 500 cc or more.